Event description:
It was reported that the patient was painful so the surgeon decided to revise from the "patella femoral prosthesis" to a tri compartmental device. During surgery, it was observed the medial compartment had progressed arthritically, showing eburnated bone and osteophytes. The patella femoral component was tapped off rather easily, making the surgeon state that the component was loose. The patella was retained and the bone loss insignificant so a primary triathlon knee was aligned. Right side.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown avon patella femoral joint replacement. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Surgeon retained device.

Manufacturer narrative:
An event regarding revision due to disease progression involving an avon patellofemoral component was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: x-rays confirm an adequate pfa with degenerative disease progress in the other knee compartments, especially medial. No indication for pathology in the arthroplasty. The reported pain symptoms are very much compatible with the radiological findings of disease progress in the lateral and especially medial joint compartments and as such represent the root cause for failure of the device which is a patient-related factor as root cause for failure and as such inherent to design and use of a pfa. There are no evident patient-related factors to contribute to the pfa failure. Device-related factors are not evident from the available clinical and radiological information. As such, root cause of failure for this pi case is patient-related regarding natural oa disease progress almost 8-years after pfa. This pi case is not device-related. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: based on the medical review, the x-rays confirmed an adequate pfa with degenerative disease progress in the other knee compartments, especially medial. No indication for pathology in the arthroplasty. Device-related factors are not evident from the available clinical and radiological information. As such, root cause of failure for this pi case is patient-related regarding natural oa disease progress almost 8-years after pfa. This pi case is not device-related. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was painful so the surgeon decided to revise from the "patella femoral prosthesis" to a tri compartmental device. During surgery, it was observed the medial compartment had progressed arthritically, showing eburnated bone and osteophytes. The patella femoral component was tapped off rather easily, making the surgeon state that the component was loose. The patella was retained and the bone loss insignificant so a primary triathlon knee was aligned. Right side.